Event description:
The customer reported that she experienced high bg levels (450 mg/dl) within the first four hours of applying a new pod. Because of her high levels, she removed the pod; this is when she "realized that the cannula had never inserted." The pod will be returned for evaluation.

Manufacturer narrative:
The evaluation of the returned pod found evidence of a broken component on the device's chassis which directly resulted in the failure of the needle mechanism to deploy. The customer's report that the "cannula had never inserted" can therefore be confirmed. The user failed to note this condition upon placing the pod, which would have been visible through the viewing port. The omnipod system user guide instructs the user to 'check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by immediately removing the device upon recognizing that her bg levels were high.